Event description:
It was reported by a customer that on (B)(4) 2011, the aiming beam fired straight out of the fiber at 172,000 joules. Additional information reported by the customer was the aim beam was coming out from the tip of the fiber. There were no error codes displayed on the console when this occurred. The patient did not experience any difficulties due to this event. The user did not experience any injury from the use of the system.